Event description:
The customer reported that he was hospitalized due to high blood glucose levels. The customer stated that he had been experiencing elevated blood glucose levels ever since his health care professional dropped the insulin pump at his last visit. The customer could not troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.